Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic small bowel resection, during the clipping of gastro-epiploic vessel, the clip applier only fired one malformed clip prior to locking out and the indicator turning red. The surgeon was able to squeeze the handle(s) when the issue occurred, and the jaws were still able to close. There were issues experienced with the loading or firing of the clips but some of the clips were able to load properly into the jaws during the procedure. The clips were able to be fired from the device but some of the clips were malformed. To complete the case, another clip was used, and it worked. There was no patient injury.